Event description:
Pt admitted in 2000 for removal of a non-functional bard port-a-cath. Device removed from the pt and upon removal the distal end of the catheter was missing. An examination under fluoroscopy demonstrated that the distal end of the catheter was located in the pt's right atrium. Pt transferred to the cardiac catheterization lab to attempt to recover the distal portion of the catheter. Attempt to remove the catheter tip was unsuccessful. Pt transferred to another health care facility to remove catheter tip.